Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing causing false pause detections. It was further reported the icm experienced oversensing. The icm remains in use. No patient complications have been reported as a result of this event.